Manufacturer narrative:
The sureform 60 stapler instrument and reload used during this event were discarded according to the customer. Therefore, no products are expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. A site history showed that the surgeon performed multiple procedures on the reported event date. However, sufficient information was not provided to determine in which procedure the event occurred. Therefore, log review cannot be performed.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, the sureform stapler 60 instrument fired an unknown colored sureform 60 reload and pushed the target tissue, creating malformed staples. Due to this event, the surgeon changed the procedure to a gastric sleeve surgical procedure. The procedure was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of an provided image was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). Per the cde, the image shows some obviously unformed/malformed staples around the bottom right side of the image. Based on the image quality and image alone a root cause cannot be determined.